Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow system was returned for investigation in fair condition. After fitting the device with a temp-check the investigator observed an alarm. Further inspection revealed that the heater interlock micro switch was faulty. The customer reported product problem was verified. The heater interlock assembly and filter holder assembly were replaced. The device was then re-fitted with the temp-check. The measured temperature was 41.7 degrees which was within tolerance. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the device had a faulty microswitch. No patient injury or complications were reported in relation to this event.